Manufacturer narrative:
The date of the event was not reported the aware date was used.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. It was reported via social media that the physician perforated the heart of the patient. Emergency surgery was required and the perforation was repaired and the laa was surgically ligated. The patient woke up the next day in the intensive care unit.